Event description:
Unomedical reference number:(B)(4). Event occurred in the united states the patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 305 mg/dl at the time of this event. Moreover, the infusion set had been used for 3 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.